Event description:
It was reported that the patient experienced persistent high blood glucose after an insulin occlusion alert, after which insulin delivery stopped and the caregiver disconnected the ilet and used subcutaneous insulin by pen; the patient uses an inset infusion set and multiple adhesive products, and the event resolved with a planned supply change after a disconnect period. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included the need for medical management with multiple daily injections and interruption of pump therapy. Investigation included review of device reports and alert history and provision of troubleshooting and education regarding occlusion handling and supply replacement. Investigation of this case revealed an insulin delivery interruption due to an infusion line occlusion associated with the infusion set, with dosing stopped until the occlusion was addressed, and the condition resolved after supply change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.